Event description:
It was reported, that "the inner cannula separated at the main connection to the tube's outer cannula." There was no reported pt injury and/or change in therapy. The involved device has been returned and forwarded to the quality analytical lab for analysis and investigation.